Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. Conclusions: evaluation of the returned pod pc revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If this occur, resistance will be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was attempted to be advanced through a demonstration microcatheter. However, while advancing the kink in the pusher assembly through the introducer sheath friction lock, the pusher assembly fractured, and the embolization coil detached within the demonstration lantern. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), other coils and lantern delivery microcatheter (lantern). During the procedure, the physician placed two coils in the target vessel using the lantern. While advancing a pod pc, the physician experienced resistance within the introducer sheath. Therefore, the pod pc was removed. The procedure was completed using a new pod pc, pod coils and the same lantern. There was no report of an adverse effect to the patient.